Event description:
It was reported that a patient had redness, bulging, and a burning sensation at the implantable neurostimulator (ins) site. It was noted that the device felt as though it was ¿rubbing raw underneath the skin.¿ it was reported that the patient had lost weight since the previous implant in 2001. It was noted that the patient had shaking when stimulation was turned on, and the patient believed that it would not stop when stimulation was off because the lead may be pushing on a nerve. It was noted that the symptoms occurred following a device replacement. It was reported that the patient never had therapeutic effect and his previous device had given better pain relief. It was noted that the new device was heavier, molded differently, and ¿bigger plastic¿ than the previous device. It was reported that ¿nobody informed¿ the patient that ¿he was getting a new device¿ and the patient reported that he was told by a physician that he could just have the ¿battery¿ changed and keep the same ¿box.¿ it was noted that it appeared that the patient had the same model of the device as he previously had implanted. It was later reported that the patient had symptoms of acute pain and therapy never really helped him. The reporter stated that the device was ¿killing¿ the patient and he couldn¿t wear a belt or back brace. It was reported that the patient felt his wires pulling on the spine when he bent over, and he could see the wires ¿sticking out at the bottom¿ where they connected to the ins which had been an issue since the ins was implanted. It was noted that the patient was told that he had the ¿same ins¿ implanted, but it was ¿not the same¿ and was much bigger and the ¿hinges were different.¿ it was reported that the patient had pain at the ins site when he sat on it or lay on it. The reporter stated that the patient¿s healthcare provider stated to have the ins removed. It was reported that the patient had a stroke or bell¿s palsy and wasn¿t ¿exactly sure what it was.¿ it was noted that this started on (B)(6) 2013 and the patient was paralyzed on the entire right side of his face. It was reported that the patient¿s lip was crooked, half of his nose didn¿t work, and he had pain behind his ear. It was noted that the patient felt like ¿someone hit him on the head with a hammer.¿ it was reported that the fingers on the patient¿s left hand went back and forth sideways and the patient had continual nerve damage that came from his back. It was noted that a healthcare provider admitted that he nicked the mylon and the nerve. It was unclear if this was related to a device procedure. It was reported that the patient never had any device reprogramming done, and the patient had a hard time explaining to the healthcare provider why the stimulation didn¿t work. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2001, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2001, product type programmer, patient. (B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6)2001 explanted: product type lead. Patient code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the information received on (B)(6)2009 found that there was a red mark and a feeling as through something was ¿poking through¿ the implantable neurostimulator site. Additional information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for stenosis and failed back surgery syndrome on (B)(6)2016. It was reported in the waiting room that the current implantable neurostimulator (ins) was painful and was much bigger than the last one. The patient stated that there were a variety of issues and that they were given the wrong battery in 2009. The patient stated that the ¿wires¿ stuck out. It was also reported that the patient had been told by someone to gain weight. There were no known environmental factors to the event. The health care professional (hcp) did not feel that it was safe for the manufacturer representative to check the implantable neurostimulator, so no diagnostics or troubleshooting had been performed at the time of the report. The patient was given the contact information of a health care provider who they were referred to. Additional information was received from a consumer regarding the patient on (B)(6)2018. It was reported that the patient is having ¿real bad problems with it.¿ these problems were clarified to mean that the patient is thin to begin with, but when they replaced his stimulator, they told him that he needed to gain 40 pounds, but he¿s not gaining any weight because he¿s disabled and he¿s sick. The ¿thing¿ is literally sticking out of his body and he needs to have it removed. It was noted that it had been like this since implant, but it is getting worse and now he¿s having pain in his back where there are wires. The pain where the lead wires are started around 6 months prior to the report. Sometime after the lead wires started hurting, the trauma that was noted which may be related to this issue is that the patient hit a speed bump at full speed while driving and he jarred his back really hard. There were no further complications reported. The patient¿s medical history includes having a stroke that was unrelated to the device or therapy and his face is paralyzed. It was noted that the stroke still locks up on him, his eyes still don¿t open all the way, and it has caused scarring behind his eye.